Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0211638v, implanted: (B)(6) 2002 , product type: lead; product ID: 748251, lot# serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 16-apr-2006, UDI#: (B)(4); product ID: 748251, serial/lot #: (B)(4), ubd: 15-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the impedances were greater than 2000 ohms on monopolar electrode impedances. Bipolar all within normal range. No patient symptoms. None environmental/external/patient factors that may have led or contributed to the issue that were noted. The issue is not resolved. It was seen during a normal battery change. They were seen pre-operatively and noted to be high only on monopolar. They manipulated the ins in the pocket and retook the test, same result. Routine ins change performed and impedances were still high on monopolar impedances. The reported #'s on monopolar was 3 - 8,112 ohms, 2 - 7,152 ohms, 1 - 6,230, and 0 - 5,385.. The issue is not resolved.no symptoms were reported. No further complications were reported or anticipated.